Event description:
The customer reported that the alarms do not sound. There is no report of an adverse event. The device was used for patient monitoring. No information about the patient condition and no patient data is available.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that the alarms do not sound. There is no report of an adverse event and there is no report of a patient involvement.